Manufacturer narrative:
D2b d2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) that read "low". Bg value was no provided, and low bg cause was unknown. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, the customer's low bg caused a fall that left the customer with a bruise. The customer contacted a diabetic nurse and treated the low bg with glucose tablets that brought the customer's bg back up. A system check was performed on the pump and no issues were observed with the cartridge, infusion set tubing, infusion set cannula, and insulin. No additional information was provided.